Event description:
It was reported that the autopulse platform (B)(4) displayed a user advisory ua45 (not at "home" position after power-on/restart) message. Several attempts were made to rotate the driveshaft, however the user advisory was unable to be cleared. Additional information was received on (B)(6) 2013, whereby it was indicated that this incident occurred during a daily shift check. There was no patient involvement. No additional details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform was returned to manufacturer for evaluation. Review of the archive shows numerous user advisory ua45 messages. The reported issue was able to be confirmed. Upon powering up the platform ua45 (not at "home" position after power-on/restart) was observed. It was also noticed that the drive shaft was difficult to rotate, due to a defective clutch plate. The clutch plate was replaced. Upon replacing the clutch plate, the drive shaft was able to be rotated back to "home" position and the ua45 was cleared. The platform passed final test.